Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the leadless implantable pulse generator (ipg) was unable to be implanted due to significant bleeding. The physician then attempted the left femoral access. Multiple attempts were made to place the device but to no avail due to high threshold values. The device was removed, and a new system was attempted but resulted in similar parameters. The procedure was abandoned. No further patient complications have been reported as a result of this event.